Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. System error 322 alarms were confirmed through the event history log. The upper and lower auxiliary assemblies were replaced as known contributors to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.